Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evidence of contamination was found under the down arrow and contrast key contacts. Unrelated to the contamination issue, a battery compartment leak was found due to a crack and evidence of internal moisture was found. The pump was unable to be powered on due to the moisture ingress and the keypad buttons¿ responsiveness could not be tested. The keypad button symbols were worn which has no effect on insulin delivery function.

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the down arrow and contrast key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.